Manufacturer narrative:
On 5/22/2019, additional information was received indicating the patient underwent removal and replacement with saline mentor smooth round moderate plus profile 375cc, catalog number 3502375, serial number (B)(4), lot number 7686343 (l) and serial number (B)(4), lot number 7598005 (r). Device evaluation summary: during evaluation of the sample some creases were observed on the anterior and posterior view. Within the crease was noted a tear in the posterior aspect measuring approximately 0.4 cm. No other anomalies were observed. Since the second product received is a concomitant device, no further analysis is required. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with an unspecified mentor saline breast implant and experienced deflation on the left side. As a result, the patient underwent removal and replacement with an unspecified mentor saline breast implant on (B)(6) 2019. The patient is fully recovered.